Event description:
Procedure type: low anterior resection. According to the reporter: the stapler fired and transected the tissue but no staples deployed. The anvil was detached from the stapler and had to be retrieved from the proximal sigmoid. They claimed that the anvil may not have been fully docked with the stapler. An add'l anastomosis was performed with a second eea of the same lot to correct the issue. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).